Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal preloaded intraocular lens (iol) had a flaw in the center of the optic and had to be removed. The patient did not suffer any damage and a new iol of the same model and diopter was implanted. No further information provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 28-mar-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens reveal that it was cut in half and coated in viscoelastic residue. The lens was cleaned, and damage was observed on the surface of the lens. The complaint simplicity was visually inspected and no damage to the cartridge or plunger were observed. The lens module was opened and ophthalmic viscosurgical device (ovd) was observed inside indicating that an excessive amount of ovd may have been used. No further issues were identified. The complaint issue "cosmetic issues" was not identified during product evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.